Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tubes perforation / it was evident that the essure coils were imbedded into the cornu of the uterus'), uterine perforation ('uterine perforation/ migration of essure device location of device: 1/2 into uterus/ essure coil was imbedded into the cornu of the uterus') and cholecystectomy ('gall bladder removed') in an adult female patient who had essure (batch no. 624838) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo any essure confirmation test". The patient's medical history included tonsillectomy, breast lump removal, breast lump and tonsillectomy. Previously administered products included for an unreported indication: oral contraceptives from 2001 to 2002. Concurrent conditions included obesity and weight gain. Concomitant products included hypericum perforatum (st johns wort) from 2015 to 2017 and vitamins nos (multivitamins) since 2009. On (B)(6) 2007, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2016, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), rash ("rash/ skin conditions"), fatigue ("fatigue"), migraine ("migraine"), headache ("headaches"), cyst ("cyst"), feeling abnormal ("cloudy"), memory impairment ("forgetfulness"), urticaria ("hives") and anxiety ("feeling anxious"), was found to have neoplasm ("tumors") and underwent cholecystectomy (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, uterine perforation, fatigue, neoplasm, migraine, headache, cholecystectomy, cyst, feeling abnormal, memory impairment, urticaria and anxiety outcome was unknown and the dysmenorrhoea, pelvic pain, abdominal pain, dyspareunia, menorrhagia, rash and vaginal haemorrhage had resolved. The reporter considered abdominal pain, anxiety, cholecystectomy, cyst, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, headache, memory impairment, menorrhagia, migraine, neoplasm, pelvic pain, rash, urticaria, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: date of removal- (B)(4). Complications from your essure removal procedure- yes, no (discrepancy noted) diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.1 kg/sqm. Mammogram - on (B)(6) 2015: likely benign fibro adenomas in the mesial breasts bilaterally. Nuclear magnetic resonance imaging breast - on (B)(6) 2013: there is a lesion at the upper inner anterior right breast that appears to represent a fibroadenoma.. Concerning the injuries reported in this case, the following ones in patient¿s medical record; confirming- pelvic pain, menorrhagia, dysmenorrhea, fatigue. Concerning the injuries reported in this case, the following one was described in patient¿s social media- hives. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received. Previously reported event "injury" is replaced with "fallopian tubes perforation", events- "uterine perforation, dysmenorrhea (cramping), pelvic pain, abdominal pain, dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding), rash/ skin conditions, fatigue, tumors, migraine, headaches, gall bladder removed, cyst, cloudy, forgetfulness, she did not undergo any essure confirmation test" added. On 2-oct-2019: fu 2 and 3 processed together. Pfs, mr and social media received. Reporter information updated. New events: abnormal bleeding (vaginal), hives,feeling anxious were added. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.